Event description:
It was reported by service report that the footboard was damaged with the possibility for fluid ingress and no scale or bed exit. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - footboard.